Event description:
It was reported during a thr that a trial femoral head 36 m/+4 broke. No pieces fell into patient, procedure was completed with a backup device, no delay reported. No patient harm reported.

Manufacturer narrative:
H3, h6: it was reported during a total hip replacement surgery, that a trial femoral head 36 m/+4 broke. The device, intended for use in treatment, was returned for investigation. Upon visual inspection, the reported failure mode could be confirmed. One flap is broken. Apart from that, the device shows heavy signs of use such as dents and scratches on the outer surface. Based on the performed complaint history review, no additional complaint was detected for the batch in question. A review of the production documentation for the batch in scope did not reveal any deviation from the standard operating procedure which could have contributed to the reported failure mode. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might break off. In combination with our continuous effort to improve our products, evaluations aimed at optimizing this instrument have been initiated. The performance of the device is nonetheless within the risks, which are anticipated in the risk management documentation of the product, both in occurrence and severity. The continued performance of the device shall be monitored through standard post market surveillance review processes. A relationship between device and reported event can be confirmed. The root cause is attributed to an insufficient design specification. S+n will continue to monitor this device for similar issues. No further actions are deemed necessary. This investigation is considered closed. The returned device will be archived.